Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of lens rotated off axis and the change in the patient's astigmatism. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the (2.25cyl, 17.5 diopter lens was exchanged with a (3.75cyl), 18.5 diopter lens. The change in spherical and toric power, may indicate the replacement lens was an improved choice for the patient's visual needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision. The iol was exchanged for unspecified atiol lens. Clinical reason for explant mentioned as 10 degrees off axis, change in astigmatism. Repositioning wont fully fix. Additional information has been received there was no patient impact.